Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed diagnostic codes 1111 ((cbit) check vent: oxygen device failed), and 1208 (1208 alarm message: oxygen not available). The device was in clinical use when the issue occurred. No patient or user harm reported. A service engineer (se) noted that the customer's v60 ventilator displayed diagnostic codes 1111 ((cbit) check vent: oxygen device failed), and 1208 (1208 alarm message: oxygen not available). No further details were documented. The se reported that the o2 solenoid valve was replaced to resolve the issue.

Manufacturer narrative:
E1: reporting address state: 03 reporting address postal: 1383. Reporting institution phone #:(B)(6). Reporter phone #:(B)(6).